Manufacturer narrative:
Device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an affiliate in (B)(4), on deployment of a 26mm sapien 3 valve case by transapical approach with certitude delivery system balloon ruptured at the end of inflation. The valve was fully deployed and no resulting pvl was observed. The delivery system balloon was removed through the sheath without difficulty. There was a ¿large shelf¿ of calcium at the stj observed on echo and fluoro that was coming into contact with the delivery system balloon. The operators agreed that this was most likely the root cause of the balloon rupture.

Manufacturer narrative:
The certitude delivery system was returned inserted through the loader and with a burst balloon after being used in the procedure. During product evaluation, the returned delivery system was visually inspected and the following was found: longitudinal to radial balloon burst, does not appear to be missing pieces of balloon and no other abnormalities observed. The balloon single wall thickness was measured at three locations along both sides of the tear for a total of six measurements. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component. The balloon single wall thickness at all six locations were found to be within specification. The device history review did not reveal any issues that could have contributed to this complaint. No instructions for use or training deficiencies were identified. During manufacturing, the inflation balloon is both visually inspected and tested several times throughout the process. Product verification testing is also performed. These inspections during the manufacturing process and product verification testing support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint event. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for ¿balloon ¿ burst¿ was confirmed. No manufacturing non-conformances were identified in the returned sample. The technical summary identified patient factors, such as annular calcification, as a significant factor in balloon bursting. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint description states that the patient had a large shelf of calcium at the stj and was also noted to have a severely calcified valve in qms. Thus, the root cause can be attributed to patient/procedural factors (severe annular calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.